Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with 190cc mentor memorygel breast implant and experienced left side breast mass postoperatively. Biopsy, and mammogram were performed, which indicated benign mass. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On may 6. 2022, mentor became aware that under the previous submission follow-up report 1, h10 narrative: reason for device explant and/or reoperation was mistakenly left blank. It has been correctly updated below: reason for device explant and/or reoperation: left breast mass, and breast pain. Manufacturer¿s reference number: (B)(4). H10 narrative: reason for device explant and/or reoperation.

Manufacturer narrative:
On may 2, 2022, mentor became aware that the patient also experienced left side pain, and the date of surgery was (B)(6) 2022. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2. Date of event under field b3 has been updated to "11/5/2020". Fields d6b for explantation date have been updated to (B)(6) 2022. Field h6 health effect - clinical code "breast discomfort/pain" has been added. Field h6 health effect - impact code ¿device explantation¿ has been added. Field h6 type of investigation has been updated to "device not returned". Reason for device explant and/or reoperation: since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).